Event description:
It was reported by the customer that during routine testing the cs100 intra-aortic balloon pump (iabp) had insufficient back pressure in the machine. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (event site address), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) conducted an evaluation and identified damage to the maintenance kit, which will require replacement. The hospital has not yet provided a response regarding the repair. A cost estimate has been supplied to the customer, and a decision on whether to proceed with the repair is pending. Further updates will be provided once the repair is completed. This complaint will be closed if more information is received in regard to this complaint the investigation will be updated.

Manufacturer narrative:
Updated fields: b4, e1 (event site telephone), g3, g6, h2, h11. Due to character limit in block e1 event site telephone :(B)(6).